Event description:
Two caregivers were attending to personal needs of a pt. During operation, two fixing screws supporting one end of the ceiling track sheared, resulting in one end of the track coming away from the ceiling. The device did not collapse, but jolted the pt. No injuries were sustained.

Manufacturer narrative:
Additional info will be provided upon the conclusion of their investigation.